Manufacturer narrative:
Additional FDA product codes include: dqo- catheter, intravascular, diagnostic. Dqe- catheter, oximeter, fiberoptic. Kra- catheter, continuous flush. No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The instructions for use (IFU) cautions the user that inaccurate cardiac output measurements may be caused by incorrect placement or position of the catheter and excessive variations in pulmonary artery blood temperature. Some examples that cause blood temperature variations include, but are not limited to: status post cardiopulmonary bypass surgery, centrally administered cooled or warmed solutions of blood products, and use of sequential compression devices. The device history record review was performed and the product passed all manufacturing inspections without nonconformances associated to the reported malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that, during use, this swan ganz catheter provided inaccurate cardiac output readings. The patient received medication management, additional testing (echocardiogram), and extubation was delayed as a result of the inaccurate values. No patient injury was reported. The device is not available for return as it was discarded by the facility.